Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were intermittent. The root cause for the intermittent response buttons could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned to a us distributor and it was reported that the response buttons on the monitor were non-functional.